Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 552 mg/dl. Reportedly that the battery gauge was fluctuating resulting in the pump shutting down. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged, (b)(3) 2023 with the issue resolved and no permanent damage. Add system check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management. It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded the cartridge with cold insulin. Customer reloaded the cartridge to resolve the issue.